Event description:
Patient reported right side ¿a lot of health problems¿ since implantation. Patient had a herpes zoster episode and 2 pneumonia episodes, which are not device-related. Healthcare professional additionally reported ¿radial folds¿ and ¿small amount of surrounding fluid.¿ patient later reported "capsular contracture baker grade IV" and "recall." Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ other-medical-ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ crease/folding of implant: no observed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles and biological tissue observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side ¿a lot of health problems¿ since implantation. Patient had a herpes zoster episode and 2 pneumonia episodes, which are not device-related. Healthcare professional additionally reported ¿radial folds¿ and ¿small amount of surrounding fluid.¿ patient later reported "capsular contracture baker grade IV" and "recall." Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2201, f2203. A review of the device history record has been completed. No deviations or non-conformities noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small amount of surrounding fluid".

Event description:
Patient reported ¿a lot of health problems¿ since implantation. Patient had a herpes zoster episode and 2 pneumonia episodes, which are not device-related. Healthcare professional additionally reported ¿radial folds¿ and ¿small amount of surrounding fluid¿. Device has been explanted.